Event description:
The advocate stated the customer's glucose was tested using her contour meter and the meter gave several readings of 22 mg/dl. The advocate had the customer eat something in order to raise her blood glucose. The customer's glucose was retested and the reading was still 22 mg/dl. The customer was taken to the hospital, because she did not feel well. The hospital tested her glucose at 450 mg./dl and treated her with insulin. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. The customer did not have control solution, so troubleshooting was not possible. The meter and test strips are to be returned for eval. Replacement products were sent to the customer.